Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, after the varicose vein was suctioned, when the physician attempted to deploy the band, it would not deploy. When the physician attempted again, still it would not deploy. He then rotated the handle twice; however, there were three bands deployed onto the varicose vein. After the varicose vein was suctioned for too long, this caused rupture at its base and created bleeding. They watched out for clot formation and adrenaline was given to stop the bleeding since it was impossible to ligate the base of varicose veins due to the presence of the three bands. It was reported that the patient's hospitalization was extended. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h10: imdrf patient code e0506 captures the reportable event of bleeding, which required additional monitoring. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f23 captures the reportable event of the injection of adrenaline to control the bleeding. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block h10: imdrf patient code e0506 captures the reportable event of bleeding, which required additional monitoring. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f23 captures the reportable event of the injection of adrenaline to control the bleeding. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that there were two bands attached in the ligator head, and the bands were overlapped, and one of the bands was cracked. The suture hole and the ligator head teeth were returned in good condition. These findings are consistent with the findings when the device was observed under magnification. Additionally, the handle slot was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head were overlapped, and one of the bands was cracked. Also, the handle slot was not secured. The reported events bands premature deployment, hemorrhage, major, hospitalization or prolonged hospitalization and unexpected medical intervention cannot be confirmed because it happened during the procedure and there is not an objective evidence or descriptive conditions to confirm the reported events. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition could have affected the overall performance of the device causing the inability of the device to deploy the bands, and the trip wire misassembled by users. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, after the varicose vein was suctioned, when the physician attempted to deploy the band, it would not deploy. When the physician attempted again, still it would not deploy. He then rotated the handle twice; however, there were three bands deployed onto the varicose vein. After the varicose vein was suctioned for too long, this caused rupture at its base and created bleeding. They watched out for clot formation and adrenaline was given to stop the bleeding since it was impossible to ligate the base of varicose veins due to the presence of the three bands. It was reported that the patient's hospitalization was extended.